Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 57-year-old male patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance, and defibrillation cycle testing without duplicating the report. An internal inspection resulted in no findings. Review of the clinical log showed noisy ECG signal throughout while CPR was being performed. Throughout the whole case file, the operator never attempts to charge the device therefore cannot discharge. Activity log was reviewed for the event date and observed that during the time of the event the charge, shock and analyze buttons were never pressed. Therefore, our investigation for this reported malfunction was unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.